Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose of 525 mg/dl and 471 mg/dl. Customer's wife states that after taking 17 units of insulin bolus blood glucose was 471 mg/dl and then went to 525 mg/dl. Insulin pump will not be return for analysis.